Event description:
The distributor reported that the patient experienced an episode of hyperglycemia but did not seek any medical attention. The blood glucose levels were unknown.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.